Event description:
It was reported that, at implant attempt, the rv lead could not be successfully inserted into the is-1 port. Although a 'click sound' was confirmed, the lead was not fixed. The device was not used and was returned with an additional report of a loose rv setscrew was observed. No patient complications were reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, on visual inspection, the rv setscrew was noted as being sideways in the device but once uprighted, the setscrew worked properly.